Event description:
A patient in (B)(6) was undergoing crrt with a prismaflex m100 set. During treatment an external blood leak was observed from the venous male luer connector. The patient has an estimated blood loss of 75 ml. The patient did not require any medical intervention as a result of this event.

Manufacturer narrative:
The review of the prismaflex m100 set device history record and complaint history files for lot number 14j1503g shows that there is no manufacturing non-conformity and no similar complaint for this lot number. The prismaflex m100 set was not returned for investigation. Pictures of the involved venous luer connector were provided. In the pictures, there is a crack at the venous male luer connector.